Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was to be implanted in the esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the retrieval suture got caught on the delivery system during an attempted withdrawal of the catheter. The stent was removed together with the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.